Event description:
It was reported the patient had his artificial urinary sphincter balloon component removed due to unspecified reasons. A new artificial urinary sphincter 60-70 cm balloon component was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.